Event description:
It was reported that "it was unable to pace during use." No patient complications or injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. No introducer was returned with the catheter. Continuity testing found that a short condition occurred in the y-adaptor between the proximal and distal leadwires. No open or short conditions were observed in the leadwires between the distal portion of the y-adaptor and the electrodes. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon, windings, or returned syringe was observed. Continuity testing was done by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured with digital multimeter. Balloon inflation testing was performed using returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.